Manufacturer narrative:
The initial medwatch incorrectly reported the site registration number. The site registration number is 3011050570.

Manufacturer narrative:
Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
A user facility reported to olympus that during a procedure with the pk cutting forceps, the clip (jaw) at the top of the forceps came loose in the patient. The piece was removed directly from the patient. The patient outcome is unknown; additional information has been requested.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Per the device evaluation, the reported fault could not be reproduced and the device functions normally. It is speculated by olympus that the customer likely sent the wrong device for evaluation. Although follow up with the customer was performed regarding the device return, no response was received. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. This supplemental report includes an update to h3. Olympus will continue to monitor field performance for this device.